Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The lesion was located in the superficial femoral artery. Upon inflation, the sterling over-the-wire balloon ruptured. The procedure was completed with a different device, and no pt complications were reported. Pt status was reported as 'good'.